Event description:
It was reported that a bd unknown 3ml syringe had pump compatibility issues. Complaint via email. Not sure this question is for you at all, but we have ran into a clinical predicament and aren't sure the best way to get in contact with someone to help. We are working to change pharmacy dispensing of infusions to syringes instead of a bag-to-syringe tubing set up. When we reviewed our medications, the decisions were made to go with the majority of medications having a 3 ml and 50 ml syringe, with our pressors having a 3 ml, 10 ml, and 50 ml syringe. During simulations, we had 2 lvps running infusions at 0.5 ml/hr and 4 ml/hr, with 2 syringe pumps running at 0.06 ml/hr (3 ml syringe) and 0.15 ml/hr (50 ml syringe). The syringe pump was primed prior to the infusion being started. All four infusions were lined together, utilizing the current supplies that would be typical in this scenario, and then connected to a nicu PICC. What was found was one of the lvp infusions backed up into the 50 ml syringe. This was then repeated utilizing a 10 ml syringe for the 0.15 ml/hr. On the second simulation, the 10 ml syringe had forward flow, but the 3 ml syringe experienced fluid back up but cleared rather quickly. When discussing the scenario, it was asked if this was happening currently and not being reported. The feeling was it probably was occurring without report, which raises concern to how to address this issue. We were hoping to be able to talk with a clinical consultant, troubleshoot why we are seeing this, and figure out solutions to move forward. I have attached some of our nursing leaders to this email as well. Additional information: I don't have lot numbers or the materials. We ran the sim on 4/27.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.